Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to shut down. The device was disconnected and removed from service. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The heater wire was flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it self-activated immediately upon connection to the power supply. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. Only when power was cut off to the device, did the device turn off. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ and analyzed failures ¿material twisted/bent; wire" were confirmed. Specific actions for the reported failure ¿device remains activated¿ are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to shut down. The device was disconnected and removed from service. A replacement device was used to complete the procedure. The hospital did not report any patient effects.